Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant and after the third repositioning due to the lead dislodging it was noted that the helix of this right ventricular (rv) lead was fractured. No adverse patient effects were reported. This lead will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, but the helix was not confirmed to be fractured. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
--